Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was report with use of an abbott diabetes care (adc) blood glucose meter. Customer reported getting a display "blank screen" and being unable to test. As a result, customer was able to self-treat with glucophage (dose unspecified) prior to having contact with a healthcare professional (hcp). The hcp performed unspecified "blood work", with unspecified result(s), prior to providing insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event